Manufacturer narrative:
Other, other text: the returned radical-7 was evaluated. The device was unable to power on via battery and ac power due to a damaged j8 connector on the instrument board. E1: initial reporter zip code exceeded allowable field length, initial reporter zip code is as follows: (B)(6).

Event description:
The customer reported a "shutting off problem" with the radical-7. No patient impact or consequences were reported.

Manufacturer narrative:
Masimo has reached out to the customer to request the return of the device. The device has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow up report will be submitted. E1. Initial reporter zip code exceeded allowable field length, initial reporter zip code is as follows: (B)(4). Health effect impact code: no adverse event, no patient impact.

Event description:
The customer reported a "shutting off problem" with the radical-7. No patient impact or consequences were reported.